Manufacturer narrative:
Field service engineer (fse) was dispatched and evaluated the ise system. Fse replaced the reference electrode due to evidence of reference solution leakage. Fse primed the system and recalibrated. All control recovery was acceptable and within facility ranges. There have been no further issues reported.

Event description:
Customer reported low sodium results generated by the au680 clinical chemistry analyzer for multiple patient samples. The customer did not indicate any flags associated with the event. Erroneous results were reported out of the laboratory. There has been no report of change to patient treatment associated with this event. Customer indicated that control (qc) recovery was acceptable and within facility ranges.